Manufacturer narrative:
The insulin pump passed the displacement test and self-test. The alarm history showed low battery alarm. The insulin pump was returned for a power system error alarm. The insulin pump had a detailed trace analysis which confirmed that there was a low battery alarm followed by a power system error alarm being triggered when the backup battery unloaded voltage that was less than 3.7 volts for 240 consecutive minutes. The analysis of the micro timer in detailed trace analysis confirmed that the root cause was the non-sleep anomaly software error. The insulin pump was received with cracked reservoir tube lip, scratches on the casing and minor scratches on the lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power system error alarm on their insulin pump. Troubleshooting for the power system error was performed. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer advised the device had a low battery life and only lasted a few days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.